Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the vessel injury is likely related to the difficulty removing the delivery system and valve, through the sheath, out of the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), post removal of the delivery system and valve through the sheath, there was some bleeding. The patient was taken to the or for repair. After valve the alignment procedure as the physician was about to advance the system into the annulus, the access wire was found to be in the aortic arch (not in the ventricle where it was last seen during valve alignment). The decision was made to remove the delivery system with crimped valve through the sheath. The delivery system and valve were very carefully withdrawn into the sheath under fluoro. The valve was within the sheath when the sheath/delivery system were removed. There was difficulty encountered as the valve and tip of the delivery system were passing through the access incision. Extra effort using kelly forceps to remove the valve and final length of the delivery system were required (there was some trauma and bleeding at the access site). A new wire was passed into the left ventricle and a 2nd valve/delivery system were prepped and deployed without incident. A vascular surgeon was called and the patient was transferred to the or for repair of the right groin access site. The patient was stable at the end of the procedure and recovering well. As per medical opinion, there was a chunk of calcium on the posterior vessel close to the access point. Something caught the valve that took it off the delivery system at the access. That&#17632;the reason why the valve was not within the e-sheath when it was removed and the forceps were required.